Event description:
Affiliate reports that the internal pressure of cranium was 70mm hydrargyrum but suddenly the indication fell down to 8mm hydrargyrum. After that it indicated 5-10mm hydrargyrum. Revision surgery was not required because the pt died for another reason unrelated to the device.